Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.5 mg/ml at 0.3000 mg/day)and bupivacaine (30.0 mg/ml at 6.001 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient presented to the clinic, on (B)(6) 2018, for evaluation of the pump site. The patient reported tenderness at the pump site. Examination revealed redness and pump protrusion at the site. The patient was instructed to wear an abdominal binder to apply pressure to the site. Surgical revision was considered. The next day, the patient reported worsening pain and redness at the site that spread from the pump site to the waist. On (B)(6) 2018, the patient was scheduled for explant. The pump was explanted secondary to pain at the pump site and concern for infection on (B)(6) 2018. It was noted the pump was returned to the manufacture. The catheter was tied off without removal. On (B)(6) 2018 it was noted that cultures came back positive for (B)(6). It was indicated the event was related to the device or therapy. The pocket protrusion resolved without sequelae on (B)(6) 2018 and the infection resolved without sequelae on (B)(6) 2018. Document contained no new information. Additional information received from a healthcare provider via clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.